Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00937. Additional information was received stating that during the procedure when the physician was attempting to place the lead a wet tap was noted. Physician tried lower level and wet tap noted as well. Physician also stated that patient must have fracture l1 vertebral body during one of the falls. Physician explanted the ipg and leads and aborted the case.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 8031795.

Event description:
Related manufacturer reference number: 3006705815-2023-00937. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient had a fall and is unclear if the leads were impacted. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
A visual inspection of the returned 4 lead segments found instrumentation markings to the lead body. The high resolution inspection did not find any wire damage within the segments. There was no specific complaint of the lead systems performance. The most used ipg programs did not exhibit a program status error that could be associated to a lead impedance issue during the implant duration. The 2 returned swift-lock anchors were inspected and neither had been modified. The returned swift-lock anchors were tested for fit and function. The anchors functioned as designed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.